Event description:
The patient experienced a return of pain symptoms. All the medication was in the reservoir at a refill visit. A catheter dye study was within normal limits. A rotor study was not done. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Additional information: the serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007).